Event description:
Same case as MFR#: 2134265-2012-00572. It was reported that post a stenting treatment procedure in-stent restenosis occurred. Two unspecified wallstents were implanted overlapping in an unspecified shunt. Post procedure, timeframe unknown, both wallstents were restenosed where the stents were overlapped. Plaque was within the stent. An ultra thin diamond balloon catheter was used to treat the restenosis. On the first inflation the balloon was inflated to eight atmospheres. Upon the second inflation to eight atmospheres the balloon ruptured. The procedure was completed with a different device. No other patient complications were reported and the patient's status is good. The referenced balloon rupture will be reported on the 1st quarter alternative summary report.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).